Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor broke during impaction. No surgical delay. No patient harm.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device can confirm, the breakage condition. The device is found broken in two pieces, all pieces were returned for investigation. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the device associated with this report was returned for analysis. Examination of the returned device can confirm, the breakage condition. The device is found broken in two pieces, all pieces were returned for investigation.

Event description:
Additional information received: a. Which part of the attune femoral impactor broke? -split from top to bottom b. Did it broke into two or more pieces? -2 pieces.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, b5 and d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.